Manufacturer narrative:
Additional information: h6.

Event description:
Related manufacturer reference number: 2017865-2022-50419. It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed noise oversensing on the atrial (ra) lead. During the surgery it was visually confirmed that insulation damage was noted on the right ventricular lead. On (B)(6) 2022, the physician elected to cap and replace both the rv and ra lead. The patient was in stable condition.